Event description:
It was reported that a pt was implanted with infuse bone graft in an osteotech bone graft in a 2-level acdf. At approximately 3 weeks post op, surgeon reported that both grafts had resorbed, the interbody areas had collapsed, and the plate had displaced anteriorally. A revision surgery was performed approx 3 months post op. Pt reportedly is doing well.